Event description:
It was reported that during a laparoscopic sleeve gastrectomy with duodeno-jejunal bypass, the firing trigger could not be grasped at the 2nd stroke of the 4th firing when the device loading the ecr60b was used on the gastric body. The device was released with the manual knife reverse switch. Some staples were malformed and the target tissue was not stapled properly. Additional suture was performed, and then another cartridge was loaded into the same device and was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis results showed that a cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.